Event description:
Upon retrieval of the angiosculpt device after ballooning in the peroneal trunk, the angiosculpt device was temporarily caught on a 6.0x20 mm abbott absolute stent that was deployed previously in the superficial femoral artery (sfa) proximally overlapping an idev stent. The angiosculpt device pulled the stent back and caused it to prolapse. The physician advanced and inflated and deflated the angiosculpt device multiple times and successfully unbinded the angiosculpt device from the stent. The physician had to put a new 6.0x40 mm idev stent inside of the 6.0x20 mm abbott absolute stent.

Manufacturer narrative:
The angiosculpt device was temporarily caught on a stent that was previously deployed by the physician. This required the lesion to be re-stented, therefore; additional medical intervention was performed by the physician. There was no clinical injury reported by the physician. The cath lab report was received for evaluation. The physician placed up to three idev self expanding stents in the distal sfa/popliteal area followed by an overlapping 6.0x20 mm abbott absolute pro stent in the proximal sfa. The angiosculpt device was used to distally treat the peroneal artery. Upon removal, the angiosculpt device got caught on the stent but was able to be freed. A 6.0x40mm idev stent was placed on top of the initial overlapping idev stent and abbott absolute pro stent. The angiosculpt device was discarded by the hospital, thus unable to evaluate device.